Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that physical stress was applied to insertion section during user handling of the subject device and the charged coupled device (ccd) unit was damaged. However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use, " inspection of the endoscopic image" which states: "do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and the image was black with noise and a b30 scope communication error message. Through troubleshooting with a temporary electrical connector, the charged coupled device (ccd) was found to be the problem. The bending section of the insertion tube had a large dent, which could have damaged the ccd resulting in the image problem. Also, evaluation found the scope passed the leak test and there was no data on the ID chip. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope had no image. The issue occurred when preparing the scope for use. There was no reported patient harm or impact due to this event.